Event description:
The customer reported to customer service that her transformer housing came apart. She also reported no injury.

Manufacturer narrative:
The customer was sent a replacement. In the follow up with the customer she stated, all 4 corner were cracked and the housing looks like it is unglued all the way around. She can see inside the housing. No injuries were sustained due to the issue. The product was received on (B)(4) 2013. Though the product has been received, it has not yet been tested/analyzed by quality engineering. Therefore, no conclusions can be made as to the cause of the event. However, the customer stated that the transformer housing came apart exposing the inner electronics, which is a safety risk. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.